Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during therapy, the flow rate reading was allegedly low. The patient was above the targeted temperature, and the water level read 3 bars. There were no reported issues with the device until after the patient returned from having a computerized tomography (CT) scan. Upon returning, the flow rate increased from 0.0lpm to 1.3lpm; however, would not increase above 1.3pm. As a result, therapy was interrupted in order to place the patient onto a second device. Unfortunately, the flow rate remained low after the device (unit) was replaced; therefore, therapy was again interrupted, in order to replace the pads. After the pads were replaced, the flow rate increased to 2.2lpm, and the patient was able to maintain their temperature. Therapy was continued using the new set of pads with no further issues.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during therapy, the flow rate reading was allegedly low. The patient was above the targeted temperature, and the water level read 3 bars. There were no reported issues with the device until after the patient returned from having a computerized tomography (CT) scan. Upon returning, the flow rate increased from 0.0lpm to 1.3lpm; however, would not increase above 1.3pm. As a result, therapy was interrupted in order to place the patient onto a second device. Unfortunately, the flow rate remained low after the device (unit) was replaced; therefore, therapy was again interrupted, in order to replace the pads. After the pads were replaced, the flow rate increased to 2.2lpm, and the patient was able to maintain their temperature. Therapy was continued using the new set of pads with no further issues.